Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Reportedly, the customer continued to use the pump for insulin therapy. It was also reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.